Event description:
Ductal occluder device was placed, then became displaced and was removed. Per or note: procedure performed: removal of displaced ductal occluder device, ligation of pda, repair of aortic incision. Findings: ductal occluder was displaced so that the aortic disc was totally within the lumen of the aorta. Weak pulse below the device. We have had two additional incidents of this occurring; they will be entered separately. It is unclear if this is only device related or if provider learning curve is also a factor. Product has been in use ~ 1 year.